Manufacturer narrative:
(B)(4). The hospital biomed that inspected the device reported that the device did not have an illuminated service light when it arrived for inspection. He only observed diagnostic codes relating to spo2 logged in the memory and was unable to duplicate the reported freezing issue. Physio-control provided the customer technical assistance. The device was not returned for eval/analysis. F/u with the biomed found that the reported intermittent problem was not duplicated, the device passed all functional and performance testing. The device has been returned to service for use. A conclusive cause of the reported intermittent issue could not be determined.

Event description:
It was reported that the device froze with illumination of the service light during pt use. The user changed batteries and cycled power but the issue reoccurred two minutes later. A second defibrillator was readily available and utilized without any adverse effects to the pt. There were no further details available regarding the event or pt.